Manufacturer narrative:
Sample has not been received for evaluation. A supplemental report will be submitted if additional relevant case information or the sample is received.

Event description:
It was reported on july 19, 2016 that the cormatrix ecm for cardiac tissue repair 4cm x 7cm (cmcv-004-404, lot#m16b1041) was going to be used as a main pulmonary artery patch. When packaging was opened, the ecm material (dry) was "thicker than normal and felt cushiony, like a mattress". Ecm material was then hydrated and at the time of use material started to delaminate almost immediately. Additional information received on july 26, 2016 states that the doctor did implant the ecm material after cutting out the portion that appeared to have delaminated. As of today, there is no additional information. If and when additional information is received, the file will be updated accordingly. A review of the DHR and sublots shows that there were no contributing issues to the reported event.